Event description:
Clinimacs tubing set ls failed while processing. From the description from the customer, it sounds like an issue on the line leading to the priming waste bag. The issue was noticed once the selection process was already underway, so the tech just clamped the line and collected the enriched material as normal and tested the cellular product for sterility prior to usage. This event occurred at: (B)(6).